Event description:
Patient was being lifted out of bed to reclining chair using a patient lift device. Mid-transfer one of the metal rings popped off & one of the lower pad loops came out of the device. Patient started to slide out of the pad. Pt. Was caught & transferred to the chair safely w/o incident.